Manufacturer narrative:
Batch review performed on 4 november 2020: lot 1901235: (B)(4) items manufactured and released on 10-oct-2019. Expiration date: 2024-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
After the primary hip surgery, when the surgeon was taking x-rays, it was observed that the distal tip of the stem penetrated the anterior cortex of the femur. The surgeon operated on the patient again, and cabled and plated the fracture. No implants were revised. The surgery was completed successfully.